Event description:
Following several unsuccessful cavity integrity assessments (cia) tests during an attempted novasure procedure, the physician aborted the case as a 1cm perforation on the left side was confirmed on hysteroscopy. No treatment was given for the perforation and the pt was admitted overnight "as was protocol for a perforation." She was discharged the following day. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device has not been returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).